Manufacturer narrative:
The reported ever of failure to capture and failure to sense were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon electrical testing, there was no indication of conductor fractures was observed but shorting was found between conductors due to the inner coil being over-torqued at the connector region. X-ray inspection found that the inner coil was over-torqued at the connector region. The cause of the reported events was isolated to the over-torque of the inner coil at the connector region.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the right atrial (ra) lead exhibited an inability to capture or pace and an inability to sense. The lead was not used. There were no patient consequences reported.